Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on output window; the fiber is broken within the outer flow tubing at 4 cm from control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that the fiber was broken during the procedure and red light was coming through. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury". There was no patient injury reported.